Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet did not charge when placed screen-up on the beta bionics charging pad powered by the supplied wall adapter, with the charging pad indicator light illuminated and no case or clip installed. No user injury or clinical symptoms associated with no charging function of the device. Outcomes included the need for replacement charging equipment, with the patient using an alternative mobile charging pad in the interim without emergency care or hospitalization. Investigation included troubleshooting steps such as reseating power connections and trying an alternate power source separate from a surge protector. Investigation of this case revealed a suspected malfunction of the charging system limited to the external charger or pad, while the ilet charged on another pad, indicating a probable accessory performance issue rather than an on-body device failure. It was concluded, based on previously established findings for similar reports, that the cause was likely an accessory charger malfunction.